Manufacturer narrative:
Conclusion: during this procedure, the rv to ra was perforated requiring surgical intervention. This perforation is unrelated to the evolutr product and procedure.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn with this event. Should additional information be received, a supplemental report will be filed. The patient's weight was requested but was unable to be obtained. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic aortic valve this patient presented with moderate pericardial effusion. Following the valve implant, the effusion appeared to have increased in magnitude. A pericardiocentesis was performed. While performing the pericardiocentesis, the right ventricle (rv) to right atrium (ra) was perforated. Surgical intervention was needed to repair the perforation. No other adverse patient effects were reported.